Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that his cycler alarmed for a drain complication and he was draining very slowly during drain 4 of 5. While troubleshooting, the pt reported that his trigger (blue pin) came loose and fluid leaked out. He was advised to discontinue treatment and to contact his pd nurse. The set was discarded. During f/u, the pt's pd nurse reported that the pt's effluent remained clear. He did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.